Manufacturer narrative:
Concomitant medical products: cat. No.: 6260-9-136, v40 cocr lfit head 36mm/0, lot code: mm2ny2; cat. No: 500-03-54e, primary tritanium hemi solidback cup 54mm, lot code: l38950; cat. No: 6020-0637, accolade tmzf hip stem #6, lot code: 40831302. At this time, it cannot be determined if these devices may have caused or contributed to the patient¿s experience. Additional information has been requested and if received will be submitted in a follow up report upon completion of the investigation.

Event description:
Right total hip on (B)(6) 2016. On friday the doctor noticed it was still draining (possible infection). Doctor performed an ind with head and liner exchange. There was no delay in surgery. Doctor noted that during revision, the poly liner showed signs of pitting.

Manufacturer narrative:
An event regarding infection involving a trident liner was reported. The event was not confirmed. Method & results: -device evaluation and results: examination of the returned device with material analysis engineer indicated the scratches and third body indentations observed on the articulating surface of the insert and some explantation damages. -medical records received and evaluation: the provided medical records were reviewed by a consulting clinician who indicated: ¿no growth on original plates, broth medium is growing staph species¿ and "after one week in situ, the x3 liner showed some third body indentations on the articular surface. This does not represent a failure due to design, manufacturing or material factors." -device history review: device history review indicated the devices accepted into final stock from the reported lot were free from discrepancies -complaint history review: there has been no other event for the lot & sterile lot referenced. Conclusions: provided medical assessment concluded by clinician indicated that no growth on original plates, broth medium is growing staph species. This does not represent a failure due to design, manufacturing or material factors. Further review of medical records by stryker's sr principal scientist, advanced quality engineering indicated: "surgical notes indicate no purulence and does not appear infected. The single positive lab sample (broth) is most likely a contaminate." The returned devices were examined by material analysis engineer who indicated that scratches and third body indentations observed on the articulating surface of insert and some explantation damages. A CAPA trend analysis was conducted for the reported failure mode and concluded infection is most likely a result from other factors not necessarily related to the device in the healthcare facility setting. If the additional information is received, this investigation will be reopened and re-evaluated.

Event description:
Right total hip on (B)(6) 2016. On friday the doctor noticed it was still draining (possible infection). Doctor performed an ind with head and liner exchange. There was no delay in surgery. Doctor noted that during revision, the poly liner showed signs of pitting.